Manufacturer narrative:
(B)(6).

Event description:
The customer complained of questionable creatinine and hdlc3 hdl-cholesterol plus 3rd generation (hdl) results on the modular analytics p-module for multiple patient samples. Of the data provided, there were erroneous results for 8 patient samples. There were no erroneous results reported outside of the laboratory. There was no allegation of an adverse event. The creatinine r1 reagent lot number was 281246 and the r3 reagent lot number was 283351. The expiration date was not provided. The hdl r1 reagent lot number was 242357 and the r3 reagent lot number was 242359. The expiration date was not provided. The field service representative found a mechanical problem and repaired the modular.

Manufacturer narrative:
The field service representative (fsr) found the rinse unit was dripping and the vacuum line was not aspirating sufficiently. He removed and repaired the rinse unit, replaced the nozzle and rinse station tubing, and installed a preventative maintenance kit.